Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, right hip revision due to instability. Patient fell due to instability. A crossfire series ii liner and tsl cup were explanted, stem was depuy. Patient was implanted with a titanium revision cup and a 36 mm + 6 10 degree liner.